Event description:
Based on the collected information, the customer staff contacted arjo and informed about the damaged enterprise 8000 bed frame. The frame was bent and the safety side was damaged. During the pick-up of the bed frame, it was observed the side rail detached partially (the side rail upper arm was broken in two pieces and the side rail lower arm detached). No injury was claimed.

Manufacturer narrative:
The circumstances in which the issue occurred are unknown. The porters left the damaged frame at the bed store. The investigation revealed that the main factor which could lead to the side rail panel detachment may have been related to an excessive force applied to the side rail. This is in line with the bed condition, the side rail was mechanically damaged and the bed frame was bent. The instructions for use (246-435) informs the user: "do not use the safety sides to lift or move the bed." To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication of patient involvement when the incident occurred. The complaint was assessed as reportable due to the side rail detachment from the bed. The upper arm was broken in two pieces and the lower arm was detached. No injury was claimed.